Event description:
Related manufacturer reference number: 2017865-2021-38173. Related manufacturer reference number: 2017865-2021-38175. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Additionally, both the right ventricular (rv) and right atrial (ra) leads were noted to over-sense noise leading to pacing inhibition. The rv and ra leads were capped and replaced on (B)(6) 2021. The patient was asymptomatic. The patient was stable throughout the procedure.